Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro where the customer reported that the luer lock access routes of the trees have detached from the tubing. It is unknown if the event occurred during patient use but harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of separation on item 011-h1267 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot history was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.